Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected visual outcome. The iol was exchanged in a secondary procedure. Additional information was provided that the visual acuity was not right and there was no harm to the patient. Further information was provided that the iol was exchanged for a different manufacturer's iol with a difference of 2 diopters. This iol was previously reported as unspecified, with no patient identifiers, in mfg report num (B)(4).